Event description:
It was reported the lead was explanted and replaced due to increased impedance (>2500 ohms) and oversensing. No patient complications have been reported as a result of this event. Additional information was received reporting that the lead failed, and the patient received six shocks in a five minute period.

Manufacturer narrative:
Asku.